Manufacturer narrative:
Ethnicity and race: unknown. UDI: information not available. The device was not returned and the lot number is unknown.

Event description:
Posterior spinal stabilisation surgery from t10 to s2 with pedicle subtraction osteotomy at l4 was performed. 2 straight rods were bent approx. 50 degrees before implantation to achieve the correction. There were no complications reported during the surgery. During the follow-up examination it was discovered that both rods had bent back by approx. 30 degrees, had moved updwards and that the achieved correction was reduced. A revision surgery was performed in which a 4 rod construct and an anterior support cage were used. There were no complications reported during the revision surgery.